Event description:
It was reported that the knee procedure was performed on (B) (6) 2008. Revision surgery was performed on (B) (6) 2009 after pt complained about her knee and had trouble with her gait. During revision procedure, a mass of black tissue was found near the tibial tray clip that holds the polyethylene bearing in place. The tibial bearing and the tibial tray clip were replaced. No further complications have been reported.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Tests conducted by the hosp indicated the black pigment was consistent with "metallosis." Current info is insufficient to permit a conclusion as to the cause of the event. Eval in process, but not yet complete. Upon completion of eval, a f/u report will be sent to the FDA. (B) (4).